Manufacturer narrative:
E3: occupation: lead tech. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that a regular tr band was placed according to our application instructions. Approximately 20 minutes post-cath a hematoma and surface bruising were noted (3.5x4cm). The hematoma was massaged down and band repositioned more proximally with no immediate bleeding noted. Fifteen (15) minutes later, growth of the hematoma was noted. At this time was noticeably "flat" against the patient's wrist. It was confirmed that no air was removed from the band at any time. A leak was suspected, and the band was replaced with a new regular tr band. A leak was identified under water on the first band. There were no more issues with access site with the replacement band. The leak was at the hub, between the inner grey piece and the outer clear plastic layer. Pressure against the balloon was required to activate the leak. Additional information was received on 19jul2024: medical intervention was required for the patient. The patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. As of 30aug2024, the sample was not returned for assessment. If the sample is made available in the future, the complaint record will be reopened and updated. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).